Event description:
It was reported via repair work order that the side rail functions were not operational due to the side rail cables being damaged/pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.